Event description:
The affiliate reported that the patient's line became disconnected during use. The device was replaced without consequence for the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii were visually inspected and the patient line tubing was not returned, therefore it is not possible to confirm the glue traces on the tubing. There was however glue traces found on the needle free sampling connector. It was also noted that it seems that someone has tried to unscrew the fixed needle free connector as this is showing signs that the plastic connector has been twisted, lines have appeared in the plastic. This particular port does not come apart; it seems that atypical force has been used to try and undo this port. The current quality inspection for these assemblies is established to 100% for leaks and blockages. A review of the history device records was not possible since the lot number was not provided. Although it is not possible to determine the root cause for the problem reported, it appears that misuse of the device was the root cause. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.